Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated foreign material on set screw, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor had switched connection (atrial in ventricle <(>&<)> ventricle in atrial) and unscrewed to make correction. When connecting ventricle, the screw mechanism to secure ventricular lead in header was no longer working. Several attempts made with no success. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.